Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right atrial lead. The noise was over sensed and led to inappropriate auto mode switch episodes. Programming changes were made and the patient was discharged.